Event description:
It was reported that when using the bd pyxis¿ medbank tower the access key became stuck and was not returned to its slot. When attempted to issue a medication, the system repeatedly prompted to issue the key instead of proceeding to the medication issue screen. The user pressed the skip button to continue, after which the key failed to return and remained unavailable. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by pressing the skip button after which the key was not returned, and no further investigation was required. The system functioned as intended after the customer resolved the issue.